Event description:
It was reported that the insulin pump had multiple cracks and the battery could not be removed from the device. There were cracks near the lid of the battery compartment, near the thread where the battery screws in, and on the case of the insulin pump. The customer's blood glucose was 11 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.